Manufacturer narrative:
H6: investigation summary: in response to the event reported a device history review was conducted for lot number 3052588. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use with bd intima-ii¿ catheter 24g x 0.75in (y connector end cap, prn) the catheter was damaged and had "forks". The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, a patient received intravenous infusion and found that the plastic needle of the closed intravenous indwelling needle had forks. It was immediately replaced with a new one and can be used normally.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd intima-ii¿ catheter 24g x 0.75in (y connector end cap, prn) the catheter was damaged and had "forks". The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, a patient received intravenous infusion and found that the plastic needle of the closed intravenous indwelling needle had forks. It was immediately replaced with a new one and can be used normally.